Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, it was observed that the target femoral vessels for access were of borderline size to tolerate the I 8f sheath for valve implant. It was decided that a series of dilators (believed to be a cook coons dilator set) would be used prior to use of the 18f sheath. Upon placement of the first 10f dilator, it was noted the dilator was advanced without a wire extending proximal to the dilator. Shortly thereafter, the patient's blood pressure began to drop and a small perforation of the abdominal aorta was noted 1.5 centimeters below the level of the renal arteries. An aortic occlusion balloon was immediately placed to maintain hemostasis. An endovascular repair of the perforation was successfully performed, with two gore excluder endovascular tapered limbs placed to obtain adequate seal of the perforation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).